Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, version #: 2.2.8. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection (aneurysm) procedure. While trying to selection the patient during the procedure setup, the system became unresponsive. The manufacturer representative could not move the mouse. A hard shutdown was performed, instead of a software reboot. The hard shutdown reportedly resolved the issue. The issue did not result in procedure delay. There was no impact on patient outcome. The procedure was completed without aborting imaging or navigation.

Manufacturer narrative:
Software analysis determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.